Event description:
It was reported that during a left superficial femoral artery intervention procedure, the balloon catheter stuck to the guide wire. As the physician was loading the sterling over-the-wire 4.0 mm x 100 cm balloon catheter over another MFR's 0.014 guide wire outside of the pt, the sterling became stuck on the guide wire. The sterling balloon was never inserted into the pt. Another of the same device and a different MFR's guide wire were used to successfully complete the procedure. No pt complications were noted and the pt's status is unk.

Manufacturer narrative:
Pt: 18 yrs or older. It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B) (4).